Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level exceeded 548 mg/dl due to the issue, resulting in an adverse impact. To address the high blood glucose level, the customer administered a correction bolus using the pump. Reportedly, customer changed the infusion set and cartridge, and resumed insulin delivery